Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and operated the pump in user mode. The customer's reported problem was replicated. During investigation while trying to run the pump in user mode "no disposable, can't run pump" alarm appeared on the screen. Further investigated the pump in pmu mode showed no inoperative sensors. According to the investigation inspection, the pump showed evidence of ingression. Reported that it was suspected that a bad downstream occlusion sensor caused the error. Service replaced the downstream occlusion sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.